Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of ascxs0115 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (ascxs0115) have been reported from the same facility.

Event description:
It was reported that when using the safestep needle, blood was seeping out of the tube where it connects to the hub. This report addresses the third of five devices reported.